Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock has been leaking infusion fluid to patients' skin and bed linen. No serious injury or medical intervention was reported. Verbatim: "leakage: connecta¿s drug administration cap has been leaking infusion fluid to patient¿s skin and bed linen".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 81849878. Our records show that trend for leakage occurring in batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. Bd was able to confirm the defect with the provided sample, for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that bd connecta¿ stopcock has been leaking infusion fluid to patients' skin and bed linen. No serious injury or medical intervention was reported. Verbatim: "leakage: connecta¿s drug administration cap has been leaking infusion fluid to patient¿s skin and bed linen."